Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump may be overdelivering insulin. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that there may be a discrepancy with the insulin units on the display and the actual insulin left in the reservoir. No further details provided.

Manufacturer narrative:
The pump was received with operating currents within specification, and passed the self test, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The pump was tested and monitored with a water filled test reservoir. After delivering several boluses, the units left at the quick status file matched properly with the units left in the test reservoir. No unexpected bolus or basal delivery anomalies were noted. The pump was received with minor scratches on the display window and case.